Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿morphological and clinical predictors of early/follow-up failure of the endovascular infrarenal abdominal aneurysm repair with currently available endografts¿   gallitto e, faggioli g, mascoli c, goretti m, pini r, logiacco a, rocchi c, feroldi f, captuto s, gargiulo m journal of endovascular therapy 2024, vol. 31(6) 1130¿1139 https://doi.org/10.1177/15266028231158312 a.2 <(>&<)> a.3a average. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding  ¿ morphological and clinical predictors of early/follow-up failure of the endovascular infrarenal abdominal aneurysm repair with currently available endografts¿  the time frame of this study was over a eight-year period. Multiple manufactures including endurant stent grafts were implanted in the study group of 710 patients. The aim of the study was to report outcomes of endovascular repair (evar) of infrarenal abdominal aortic aneurysms (aaas) with currently available endografts and identify predictors of technical/clinical failure. Among the patient population the following malfunctions occurred: ia endoleak, ib endoleak, type iii endoleak  no further information was provided pertaining to medtronic products.